Event description:
The device was used during a lap gastric bypass. Reportedly the tip of the instrument disengaged into the pt's cavity during use. The surgeon was able to retrieve the component without injury to the pt.